Event description:
It was reported that the patient presented in clinic for a follow up. The pulse generator exhibited electrocardiogram anomaly, the ventricle frequencies were high. The device was explanted and replaced on (B)(4) 2015. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.